Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead and right ventricular (rv) lead, stored episodes containing oversensed noise and atrial undersensing. It was noted that the leads were implanted in 2006, and lead impedance measurements were within normal limits. Review of device data indicated that the rv lead was in unipolar since 2018, and the ra lead was in bipolar. Additional information received approximately three years later reported a decrease in impedance measurements and continued oversensed noise on both leads. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No adverse patient effects were reported.